Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an error message on the continuous glucose monitor (cgm). No medical intervention was reported. Additional event or patient information is not available.